Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction slow is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa #.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: patient admitted to interventional pulmonology for outpatient thoracentesis. Peripheral IV placed per protocol. 22g placed in pt's left wrist. When IV was in place and needle removed, I pushed the white button on the device to retract the needle into the clear handle and it did not retract. I pushed the white button a second time and then it retracted into the handle.